Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he changed his reservoir and attempted a bolus but the numbers would not go up or down. The customer could not be assisted with the bolus anomaly since he could not read what was on the sscreen. The insulin pump was not returned for analysis at this time.